Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: iml49b58 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed intermittent capture and the measurement was increased from the last check. The lead remains in use. No patient complications have been reported as a result of this event.